Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that the system freezes intermittently. The device was connected to a patient when this event happened. There was no report of any adverse event to patient or user.